Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 model no - additional information d4 serial no - correction d4 lot no - additional information d4 expiration date - additional information d4 primary UDI number - additional information h2 type of follow up - correction/ additional information h4 device mfg date - additional information h6 - additional information

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).